Event description:
It was reported via repair work order that the scale reading was fluctuating due to a malfunctioned load cell. It was also reported that the head right siderail would not lock in the upright position due to broken latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.